Event description:
Enclosed are copies of treatment that my daughter rec'd in 2007. She began experiencing eye pain and redness while she was away at school. She was unable to see and had problems when she was in classes and trying to do homework. This came at a time of testing and exams which hindered her. She went to the eye dr there, where she was diagnosed with keratitis. This problem went on for a good two weeks and was very painful and very uncomfortable. We were unaware of the recall of complete moisture plus and after her eye infection she continued to use the product until it was gone and then we heard of the recall. Seeing as this could have caused real problems in her eyesight, I feel that we should have some type of compensation. I also had to take her and get her glasses at a rush because, she was unable to wear contacts. Normally she does doesn't even wear glasses as she just wears contacts. This problem was not taken care of for at least a month and was very painful and uncomfortable for her. I have enclosed copies of the bills incurred during this time and also have enclosed the bottle that she was using at the time of the infection. [See scanned pages.]